Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000147530.

Event description:
It was reported that patient experienced a seroma at lead incision site. As a result, surgical intervention was undertaken on 10nov2023 wherein patients lead incision was reopened and washed out to address the issue. Patient was given IV antibiotics to address the issue. It is unknown which lead is at fault.